Event description:
A report was received that the patient underwent a revision procedure wherein the ipg and lead was adjusted, and two new leads were added for an unknown reason.

Manufacturer narrative:
Additional information was received that the physician believed the leads migrated due to patient's battery position. The patient underwent a revision procedure wherein the ipg was relocated, an extension was removed, and leads were replaced per physician's preference. No device malfunction was suspected. Patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg and lead was adjusted, and two new leads were added for an unknown reason.